Manufacturer narrative:
Manufacturing investigation evaluation: received one (1) article of lcp drill sleeve 5.0 (part 323.042) for manufacturing investigation. One piece of the external conical thread broke off. Affected part lcp drill sleeve 5.0, for drill bits 4.3 mm during a proximal tibia surgery, the tissue protector broke. One piece of the external conical thread broke off. The broken piece was not supplied for the manufacturing investigation. A hardness test was performed on the drill sleeve shaft with the result of 612 hv10 and the internal and external diameters were measured. The results of the hardness test and the internal and external diameter meets the specifications according to the associated drawing. Unfortunately, an exact cause of failure cannot be determined, but it is likely that the conical thread broke off by excessive force. Neither a manufacturing nor a design related failure could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ (B)(4). Manufacturing date: 20. Aug. 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 23july2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a proximal tibia surgery the tissue protector broke. There was a prolongation in surgery of sixty (60) minutes. No patient harm was reported. This is report 1 of 1 for (B)(4).